Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one nc sprinter ptca balloon catheter to treat a moderately tortuous and moderately calcified lesion located in the proximal left main artery, exhibiting 70% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. The lesion was pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the balloon would not deflate at the lesion site following first inflation. After a few attempts to deflate, the device was withdrawn. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
It was reported that inflation was slow but the balloon achieved the expected expansion effect. The device was not moved or repositioned prior to the deflation difficulties. Saline was used normally. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the distal shaft. The distal shaft material was torn and uneven on both sides of the detachment site, exposing the support wire on the distal shaft area. Deformation was evident to the distal shaft with the material appearing bunched in several places. The balloon material was extremely bunched. It was possible hold the balloon and proximally pull back the material exposing the balloon bond. The balloon bond was not stretched. The distal marker band was visible in the balloon while the proximal marker band was visible in the distal shaft. Deformation was evident to the exposed distal portion of the guidewire with the material appearing stretched. The tip of the device was undamaged. It was not possible to perform inflation or deflation testing due to the condition of the returned device. The device cannot be removed from the guide wire due to the condition of returned device. If information is provided in the future, a supplemental report will be issued.